Event description:
A pt was implanted with 4.0 mm cancellous bone screws, partial thread, in his ankle approx 20 years ago. Reportedly two screws stripped and pt was returned to the operating room on (B)(6) 2011 for removal. Implants are not available for return.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.